Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, post-op, a cage was considered back-out toward the rear due to loosened screw (non-medtronic).patient had neurological symptoms due to this event. Revision surgery was performed for cage removal. Small back-out from posterior wall was confirmed post-op. Back-out screw was removed and autograft was planted in revision surgery. The screw was disposed at the hospital. Surgeon&#62688;comment: the cage backed out due to loosening of non mdt screw and uncompleted bone union.